Event description:
The customer experienced an issue where samples on the modular preanalytic analyzer (mpa) were sent to the cobas c501 analyzer and were tested without being centrifuged. The original results were reported outside the laboratory. The samples were then centrifuged and repeated on another cobas c501 analyzer. Patient 1 original potassium result was 5.2 mmol/l and the repeat result was 4.1 mmol/l. Patient 2 original potassium result was 5.8 mmol/l and the repeat result was 4.7 mmol/l. Patient 3 original potassium result was 5.5 mmol/l and the repeat result was 4.0 mmol/l. Patient 4 original potassium result was 5.0 mmol/l and the repeat result was 4.0 mmol/l. Patient 5 original potassium result was 5.6 mmol/l and the repeat result was 4.4 mmol/l. Patient 6 original potassium result was 6.2 mmol/l and the repeat result was 4.8 mmol/l. The repeat results were believed to be correct. The patients were not adversely affected. The customer stated there had been a problem prior to the event in which the mpa was rebooted. She did not know if the sample racks involved were on the mpa at the time of the issue. The field service representative could not determine a cause. It was determined the analyzer was processing samples normally.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.